Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event c-cover had a burn was traced to component failure. However, the cause for bending section cover with corrosion could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had adhesive on the bending section cover with corrosion, and the c-cover had a burn. There was no patient involvement.